Event description:
The customer reported high blood glucose results while wearing a pod. He stated that at 9:52 am, his result was 153 mg/dl. He had the same result at 10:04 am, and gave himself a 3.15 u bolus. At 2:03 pm, he consumed 120 grams of carbohydrate and gave himself a 7.05 u bolus. He did not report a blood glucose result for this time. At 4:52 pm, his result was 274 mg/dl. He gave himself a bolus but did not recall the number of units. He also gave himself a 7 u manual injection. He removed the pod and discarded it. He said that the cannula looked bent. He reported the following results for later that evening: see scanned table.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."